Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are n other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the patient wanted better vision. The lens was exchanged for another lens 11 months after initial implantation. The replacement lens was one diopter less power than the initially implanted lens. Additional information was requested.